Event description:
On (B)(6) 2013, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after touch-up ballooning of the contralateral leg component, the pt's blood pressure dropped. Angiography was performed, revealing the right common iliac artery had ruptured. It was reported the rupture was due to over inflation of the balloon and the poor condition of the pt's artery. Two iliac extender components were implanted over the right internal iliac artery to repair the rupture. Additional angiography showed that the rupture was not excluded. Additional ballooning was performed, but the bleeding persisted. It was reported that further endovascular treatment was not possible, so the physician elected to surgically remove the ruptured portion of the right iliac artery and ligate the cut ends. It was reported that the contralateral leg component was partially explanted, and the two iliac extender components were either partially or completely explanted during the procedure. A femoral-femoral bypass was then performed utilizing a vascular graft to restore blood circulation to the right lower extremity. The pt tolerated the procedure.

Manufacturer narrative:
Additional device implanted and involved in this event: pxl161407/10417455 and pxl161007/11075182. The review of the mfg paperwork verified that this lot met all pre-release specifications.